Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1011839. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that the bd¿ insulin syringe plunger was difficult to move during use. The following information was provided by the initial reporter: "consumer reported found packet of 10 syringe with issues 1 syringe plunger sticking."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ insulin syringe plunger was difficult to move during use. The following information was provided by the initial reporter: consumer reported found packet of 10 syringe with issues 1 syringe plunger sticking.